Event description:
Ems personnel were treating a patient and delivered four countershocks. On the fifth attempt, the device allegedly gave a constant motion detected alarm. Another unsuccessful attempt to analyze the patient's rythem was made. The device then allegedly auto-analyzed and charged the defibrillator. The shock was delivered. The patient was not resuscitated. The reporter stated that the device did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.